Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2010, the 2.7 fr broviac was inserted into the right subclavian for pt. On (B)(6) 2010, broviac needed to be surgically removed due to a break in the catheter.